Event description:
Pt was taken to hosp with "flu-like" symptoms, including chills, fever, vomitting and diarrhea. Pt became incoherent and was admitted to hosp. Initial diagnosis was toxic shock syndrome (tss). Pt was in hosp 7 days. Pt was using both the regular rounded tip and super blunt end tampon at time of incident. The pt's normal patterm was to change tampon every 2-4 hrs, the pt also uses tampons at nighttime.